Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative reporting that the patient weight (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that a power on reset (por) occurred. The caller reported a 0300 error code, but was not completely sure what number they truly saw. The patient was not over discharged and didn¿t recall being around any sources of electromagnetic interference (emi). The rep would take a picture if they saw it again. The por was successfully cleared and no patient symptoms were reported. No further patient complications have been reported as a result of this event.